Event description:
Event verbatim [preferred term] burn blisters [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer reporting on behalf of her grandmother. This female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date, the reporter stated she saw some special offers for thermacare heatwraps which she sent to her grandmother. The first heatwrap for the back worked fine. When she used the second heatwrap, burn blisters developed. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation, adverse event/negligible-minor, and adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burn blisters [burns second degree], the patient did not check her skin during administration [device use error], , narrative: this is a spontaneous report from a contactable consumer reporting on behalf of her grandmother. This female patient of an unspecified age started to use thermacare heatwrap (thermacare neck, shoulder & wrist) for shoulder pain. The patient's medical history was not reported. Concomitant medications were reported as none. The reporter stated she saw some special offers for thermacare heatwraps which she sent to her grandmother. The first heatwrap for neck/shoulder/wrist worked fine. The first heatwrap of the package was used on (B)(6) 2017 or (B)(6) 2017. When she used the second heatwrap, burn blisters developed. The event burn blisters did not require hospitalization or treatment. Thermacare was used on (B)(6) 2017 for shoulder pain a single time and was applied directly to the skin. It started burning and was removed. Then 2 days later a burn blister had formed. The patient had not applied any products to her skin before using thermacare. The patient was not pregnant and not menopausal. The patient had medium light, not sensitive skin and had no skin disorders. She used thermacare for neck/shoulder/wrist with red outer packaging and had no heat wraps left over. The patient had not used thermacare previously but had used other not further specified heat-emanating products for pain relief and not experienced any side-effects with them. The patient did not do any physical exercise while using thermacare and did not check her skin during administration on (B)(6) 2017. The patient consulted a physician or pharmacist because of the burn blister and received a consultation. Action taken with the suspect product was unknown. Clinical outcome of the event "the patient did not check her skin during administration" was unknown and of "burn blisters" was resolved on unknown date. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation, adverse event/negligible-minor, and adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status was not received. Follow-up (05jan2018): this is a follow-up report to notify that the case (B)(4) and case (B)(4) are duplicates. All subsequent follow-up information will be reported under case (B)(4). Amendment: this follow-up report is being submitted to amend previously reported information: updated e2b report duplicate notes field from duplicate to pfizer inc. Follow-up (29jan2018): new information received from a contactable consumer includes: updated product name, product indication, event data (the event burn blisters did not require hospitalization or treatment and new event "the patient did not check her skin during administration"). Follow-up (14feb2018): new information from contactable consumer included: suspect product data (start date). Follow-up (16apr2020): new information received from the product quality complaint group included investigational results. No follow-up attempts are needed. No further information is expected., comment: based on the information provided, the events of burns second degree and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burn blisters [burns second degree], . Case narrative: this is a spontaneous report from a contactable consumer reporting on behalf of her grandmother. This female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date, the reporter stated she saw some special offers for thermacare heatwraps which she sent to her grandmother. The first heatwrap for the back worked fine. When she used the second heatwrap, burn blisters developed. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (05jan2018): this is a follow-up report to notify that the (B)(4) are duplicates. All subsequent follow-up information will be reported under (B)(4). Company clinical evaluation comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blisters [burns second degree] , the patient did not check her skin during administration [device use error] , . Case narrative: this is a spontaneous report from a contactable consumer reporting on behalf of her grandmother. This female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) for shoulder pain, previously reported as thermacare lower back & hip. The patient's medical history was not reported. Concomitant medications were reported as none. The reporter stated she saw some special offers for thermacare heatwraps which she sent to her grandmother. The first heatwrap for the back worked fine (pending clarification). When she used the second heatwrap, burn blisters developed. The event did not require hospitalization or treatment. Thermacare was used on (B)(6) 2017 for shoulder pain a single time and was applied directly to the skin. It started burning and was removed. Then 2 days later ((B)(6) 2017) a burn blister had formed. The patient had not applied any products to her skin before using thermacare. The patient was not pregnant and not menopausal. The patient has medium light, not sensitive skin and has no skin disorders. She used thermacare for neck/shoulder/wrist with red outer packaging and had no heat wraps left over. The patient had not used thermacare previously but had used other not further specified heat-emanating products for pain relief and not experienced any side-effects with them. The patient did not do any physical exercise while using thermacare and did not check her skin during administration on (B)(6) 2017. The patient consulted a physician or pharmacist because of the burn blister and received a consultation. Action taken with the suspect product was unknown. Clinical outcome of the event "the patient did not check her skin during administration" was unknown and of "burn blisters" was resolved on unknown date. Additional information has been requested and will be provided as it becomes available. Follow-up (05jan2018): this is a follow-up report to notify that the (B)(4) and (B)(4) are duplicates. All subsequent follow-up information will be reported under (B)(4). Amendment: this follow-up report is being submitted to amend previously reported information: updated report duplicate notes field from duplicate to pfizer inc. Follow-up (29jan2018): new information received from a contactable consumer includes: updated product name, product indication, event data (the event burn blisters did not require hospitalization or treatment and new event "the patient did not check her skin during administration"). Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events of burns second degree and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blisters [burns second degree] , the patient did not check her skin during administration [device use error] , . Case narrative: this is a spontaneous report from a contactable consumer reporting on behalf of her grandmother. This female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) for shoulder pain, previously reported as thermacare lower back & hip. The patient's medical history was not reported. Concomitant medications were reported as none. The reporter stated she saw some special offers for thermacare heatwraps which she sent to her grandmother. The first heatwrap for neck/shoulder/wrist worked fine. The first heatwrap of the package was used on (B)(6) 2017. When she used the second heatwrap, burn blisters developed. The event did not require hospitalization or treatment. Thermacare was used on (B)(6) 2017 for shoulder pain a single time and was applied directly to the skin. It started burning and was removed. Then 2 days later ((B)(6) 2017) a burn blister had formed. The patient had not applied any products to her skin before using thermacare. The patient was not pregnant and not menopausal. The patient has medium light, not sensitive skin and has no skin disorders. She used thermacare for neck/shoulder/wrist with red outer packaging and had no heat wraps left over. The patient had not used thermacare previously but had used other not further specified heat-emanating products for pain relief and not experienced any side-effects with them. The patient did not do any physical exercise while using thermacare and did not check her skin during administration on (B)(6) 2017. The patient consulted a physician or pharmacist because of the burn blister and received a consultation. Action taken with the suspect product was unknown. Clinical outcome of the event "the patient did not check her skin during administration" was unknown and of "burn blisters" was resolved on unknown date. Additional information has been requested and will be provided as it becomes available. Follow-up (05jan2018): this is a follow-up report to notify that the (B)(4) and (B)(4) are duplicates. All subsequent follow-up information will be reported under (B)(4). Amendment: this follow-up report is being submitted to amend previously reported information: updated report duplicate notes field from duplicate to pfizer inc. Follow-up (29jan2018): new information received from a contactable consumer includes: updated product name, product indication, event data (the event burn blisters did not require hospitalization or treatment and new event "the patient did not check her skin during administration"). Follow-up (14feb2018): new information from contactable consumer included: suspect product data (start date). Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events of burns second degree and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burn blisters [burns second degree] , the patient did not check her skin during administration [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer reporting on behalf of her grandmother. This female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) for shoulder pain, previously reported as thermacare lower back & hip. The patient's medical history was not reported. Concomitant medications were reported as none. The reporter stated she saw some special offers for thermacare heatwraps which she sent to her grandmother. The first heatwrap for the back worked fine (pending clarification). When she used the second heatwrap, burn blisters developed. The event did not require hospitalization or treatment. Thermacare was used on (B)(6) 2017 for shoulder pain a single time and was applied directly to the skin. It started burning and was removed. Then 2 days later ((B)(6) 2017) a burn blister had formed. The patient had not applied any products to her skin before using thermacare. The patient was not pregnant and not menopausal. The patient has medium light, not sensitive skin and has no skin disorders. She used thermacare for neck/shoulder/wrist with red outer packaging and had no heat wraps left over. The patient had not used thermacare previously but had used other not further specified heat-emanating products for pain relief and not experienced any side-effects with them. The patient did not do any physical exercise while using thermacare and did not check her skin during administration on (B)(6) 2017. The patient consulted a physician or pharmacist because of the burn blister and received a consultation. Action taken with the suspect product was unknown. Clinical outcome of the event "the patient did not check her skin during administration" was unknown and of "burn blisters" was resolved on unknown date. Additional information has been requested and will be provided as it becomes available. Follow-up (05jan2018): this is a follow-up report to notify that the case (B)(4) are duplicates. All subsequent follow-up information will be reported under case (B)(4). Amendment: this follow-up report is being submitted to amend previously reported information: updated e2b report duplicate notes field from duplicate to pfizer inc. Follow-up (29jan2018): new information received from a contactable consumer includes: updated product name, product indication, event data (the event burn blisters did not require hospitalization or treatment and new event "the patient did not check her skin during administration"). Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events of burns second degree and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.